Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm was unable to be confirmed. The power module (serial #: (B)(6)) was not returned for analysis. Additional provided information stated that the battery was exchanged and resolved the issue; however, the battery would not be returned for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the power module (serial #: (B)(6)) and the power module was found to pass all manufacturing and quality assurance (qa) specifications. Heartmate power module instructions for use cautions ¿the power module requires preventative maintenance at least once every 12 months for at best possible operation. Preventative maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable¿. Additionally, it is warned to ¿keep the power module plugged into electrical power at all times. If the power module is without electrical power for approximately 18 hours, the power module backup battery may be damaged¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the internal battery of the power module would not charge. The battery was exchanged.

Manufacturer narrative:
Thre was no patient involved in this event. The PMA # provided is associated with the most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.